Event description:
Pt with (B)(4) placed in 2008 presented with acute right flank pain radiating to leg, epigastric pain. Multiply fractured and penetrated g2 filter found to have legs penetrating into psoas muscle and duodenum. All fractured elements retained locally, one half of one filter arm extravascular filter and 3 broken legs successfully removed (small extravascular piece left in situ) and pain resolved.